Event description:
It was reported that there was no ventilator flow with an audible alarm while connected to the patient. The patient was manually ventilated until the the home care provider arrived to change out the ventilator. No patient harm reported.

Manufacturer narrative:
Analysis of the event trace revealed one fan flt1 alarm condition, two tbn estp and tbn hstp alarm conditions, and several ln vent1 alarm conditions. One of the ln vent1 conditions was preceded by a wdog tst condition. The root cause for the remaining ln vent1 alarm conditions cannot be determined by the event trace. The root cause for the tbn estp, tbn hstp, and fan flt1 alarm conditions could not be determined by the event trace. The turbine assembly was replaced as a precaution along with the fan assembly and flow valve.